Manufacturer narrative:
According to the follow-up with the customer, no further issues have occurred and the issue appears to have been resolved.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2018, merge healthcare was notified that a camera was not being recognized by the eye station system. Support sent out a power supply and configured the software for a complete resolution. On 07/06/2018, additional information was received from the account. According to the information, the system was not able to be used for testing for two weeks. Patients were rescheduled for a later date. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. No patient harm occurred as a result of this issue. (B)(4).